Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump powered up properly after battery installation. The operating currents are within specifications. No battery out limit alarms noted. No blinking or unexpected vibrating noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting found that the act button did not work and troubleshooting could not continue. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.